Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the delivery system was remo ved, it was reported that the internal iliac artery was scraped at the right trans femoral approach side. The "peeler" shape of dissection was confirmed to the distal side. The physician suspected that the patient's blood vessel was caught between the inline sheath and the capsule of the delivery catheter system (dcs). The minimum access vessel diameter was approximately 5 millimeter (mm). The patient's blood vessel was exposed and was sutured. It was reported that no resistance was felt with advancement during the procedure and no closure devices were used prior to noting the injury. No additional adverse patient effects were reported.